Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on unknown date with blood glucose of 997 mg/dl. Customer experiencing symptoms such as nausea and vomiting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they contact their health care professional regarding high blood glucose. Customer stated air bubbles and leak past event. Customer declined to test insulin pump. The insulin pump will not be returned for analysis.